Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement (126 ohms) and the ICD emitted beeping tones. The clinician noted that the shock impedance had been 100-110 ohms. Ts advised to measure the shock impedance in different vector configurations. The physician elected to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.